Event description:
The hospital reported that during an endoscopic vein harvesting procedure, "the carriage would not work". A replacement unit was used to complete the procedure. The hospital did not report any patient complications. We have not been able to obtain any further failure clarification from customer. The devices were received on 07/21/2009 and upon visual inspection, it was noticed that the scope washer tubing was broken. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: the device was received with the scope wash tubing was broken (detached) from the c-ring cradle and not returned by institution. The reported complaint is confirmed. The c-ring cradle was intact and securely attached to the c-ring wire. When actuated, the c-ring would advance and retract from the cannula. A detailed visual inspection of the c-ring cradle found residual adhesive appeared to be present around broken scope wash tubing. The break on tubing at adhesive junction to c-ring appeared to have a clean surface. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.